Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for a lead revision. History of high capture threshold and small r-waves were observed. The lead was capped and replaced. The patient tolerated procedure well.